Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 250 mg/dl. The customer was assisted in performing a fixed prime and stated that insulin exited. The customer was unable to remove the set to set the site portion of the insulin set. The customer was advised to change the entire infusion set.